Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "light-headedness". During testing, the electrogram (egm) exhibited atrial sensing on his lead. The lead remains in use. No patient complications have been reported as a result of this event.